Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed power on reset occurred. Critical ram parity error logged on (B)(6) 2010 in address "0d 24". Por severity is considered low and device should be able to fully recover after reset. The analyst noted that the device was not returned, but diagnostic information is consistent with reported event.

Event description:
It was reported that a power on reset occurred. The device was reset and parameters programmed. The device remains in use. No patient complications have been reported as a result of this event.